Event description:
It was reported that the patient experienced supraventricular tachycardia. It was also reported that the right ventricular (rv) lead exhibited undersensing on some episodes possibly causing inappropriate ventricular pacing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.